Event description:
Event description cpi received information that this implantable pulse generator (ipg) system has 'several problems'. The atrial lead, model 4171, was not sensing and the ventricular lead, model 4262, exhibited a lead fracture on x-ray. An invasive procedure was performed to replace the system. There were no direct allegations on the ipg. The ipg was replaced and the leads were capped.